Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified popliteal artery. A 4.0mm x 30mm x 143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during the second inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is prolapsed 65mm from the tip. Microscopic examination revealed that there is a hole in the guidewire lumen at the prolapse. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified popliteal artery. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during the second inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.